Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title "notable complications due to vascular closure devices after catheter ablation".

Event description:
This event is from a literature review of a patient who underwent a radiofrequency ablation procedure via two punctures sites in the right femoral vein, an 8.5f sheath hole and a 6f sheath hole. A proglide device was inserted from the distal puncture site using the pre-close technique. The 8.5f and 6f sheath were inserted through the distal and proximal puncture sites, respectively. After the successful procedure, the 8.5f sheath was removed and hemostasis was achieved; however, the remaining 6f sheath became stuck and could not be removed. A surgical incision revealed that the 8.5f sheath suture had ligated the 6f sheath. The sheath was removed by cutting the suture. The patient was discharged by without further problems. Details are listed in the attached article, titled "notable complications due to vascular closure devices after catheter ablation". No additional information was provided.